Manufacturer narrative:
The device was returned to mmdg and evaluated for the free flow complaint. The pump did pass volumetric testing as well as 40psi back pressure test. The 40psi test is the test that checks for free flow. Mmdg was unable to replicate the free flow event or confirm the complaint. The pump is operating within product specifications. The pump will be returned to the user facility.

Event description:
The initial reporter stated that the pump "free flowed slowly, drop by drop" during set up. The initial reporter stated that the pump had not been placed on the patient when the event occurred, and that there was no adverse event or delay in therapy. [Complaint-(B)(4)].